Manufacturer narrative:
Our experts performed a visual inspection and a functional control of the returned device. Visual inspection showed some dry blood deposits and a clear cut in the tube at 90 mm from the capsule making the micro-cable visible. The functional control showed that the pressure and temperature values were conform at the first connection to the monitor. By keeping the kt connected to the monitor, manual stressing of the tube close to the cut area allows the e001 fault found in use to be reproduced. As a result, the default is confirmed, the catheter is not conform to its specifications. A cut of the tube during the use caused a cut in the micro-cable resulting in the error message e001.

Event description:
24h after implantation, the catheter showed an error message e001.